Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this occurrence. No qn¿s related to the lot # 6308972 were identified during the manufacturing process and during the DHR review no issues related to our q.a tech sampling plan that could help this issue to occur was detected, during the packaging process the product is inspected per correct components per the qa tech and manufacturing operators. Investigation conclusion: without defective sample or photo it is very difficult to determine the root of cause and for this reason we were not able to associate the reported defect to the mfg. Process.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ with bd connecta¿ stopcock there was an issue with missing components of the device. It was stated ¿there was no cap at the end of the tubing. After injecting, the blood runs out immediately.¿ there was no report of injury or further medical intervention.